Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient was experiencing pump stoppages while connected to the power module (tethered support). Exchanging the patient's external peripherals (system controller, power module patient cable and power module) reportedly did not resolve the issue. X-rays and log files were submitted to the manufacturer for analysis. The hospital requested a modified power module patient cable from the manufacturer for the patient's use.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.